Manufacturer narrative:
It was reported that battery was experiencing critical battery alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Failure analysis of the battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. There is an internal investigation on communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm when the battery had a charge greater than 25%. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.